Event description:
It was reported that on (B)(6) 2013 a surgeon was performing a posterior t8-ilium procedure with uss dual opening for degenerative scoliosis. When the surgeon was placing the right rod and connecting the l1 level, the hook positioner 388.631 slipped and contacted the dura. The sequence of events is as follows: the surgeon used the persuader (388.509) at the l1 level to persuade the rod and screw. After the persuader (388.509) was squeezed and the collar was impacted down using the hook positioner (388.631), surgeon removed the persuader, and the collar did not stay in position, and remained on the persuader. The surgeon repeated using the persuader and impacting the collar down using the hook positioner. After the collar was seated on the rod and before removing the persuader, the surgeon asked the spine fellow to place the hook positioner (388.631) on top of the collar (499.292) so the collar would remain in position when he removed the persuader. This is when the hook positioner slipped and contacted the dura causing a tear to the dura and loss of some neuromonitoring signals on the right side. They completed connecting the rods successfully. The surgery was extended by ten minutes and it was successfully completed. The reporter added: the neurological deficits on the right side were confirmed the following day by the spine fellow. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. This instrument is not intended to be implanted/explanted. Date received by manufacture: (B)(4) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided for the part.